Event description:
The below report was received by health authority FDA (reference number: mw5073784) on (B)(6) 2017. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), cholecystectomy ("gallbladder taken out") and thyroidectomy ("thyroid taken out") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. On (B)(6) 2013, the patient had essure inserted. In 2015 she underwent cholecystectomy (seriousness criterion hospitalisation). In 2017 she underwent thyroidectomy (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("periods became very heavy"), dysmenorrhoea ("periods became very painful"), abdominal pain ("horrible cramps"), headache ("headache about 4 times a month"), vitamin d deficiency ("vitamin d deficient"), migraine ("migraine about 4 times a month") and fatigue ("fatigued all time") and was found to have blood pressure increased ("blood pressure has increased"). The patient was treated with vitamin d [vitamin d nos] and thyroid preparations as well as surgery (partial hysterectomy and ). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, cholecystectomy, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, thyroidectomy and vitamin d deficiency to be related to essure administration. No causality assessment was received for essure with regard to blood pressure increased or fatigue. The reporter commented: consumer wants to have the devices removed as soon as possible. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: pif received. Report received on (B)(6) 2022 but date cannot be earlier than most recent follow up thus entered as (B)(6) 2022: consumer address, lawyer reporter, patient date of birth, product indication, removal details added. Essure removal surgery added to event: pelvic pain. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5073784) on 22-dec-2017. The most recent information was received on 24-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), cholecystectomy ("gallbladder taken out") and thyroidectomy ("thyroid taken out") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. On (B)(6) 2013, the patient had essure inserted. In 2015 she underwent cholecystectomy (seriousness criterion hospitalisation). In 2017 she underwent thyroidectomy (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("periods became very heavy"), dysmenorrhoea ("periods became very painful"), abdominal pain ("horrible cramps"), headache ("headache about 4 times a month"), vitamin d deficiency ("vitamin d deficient"), migraine ("migraine about 4 times a month") and fatigue ("fatigued all time") and was found to have blood pressure increased ("blood pressure has increased"). The patient was treated with vitamin d [vitamin d nos] and thyroid preparations as well as surgery (partial hysterectomy and ). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, cholecystectomy, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, thyroidectomy and vitamin d deficiency to be related to essure administration. No causality assessment was received for essure with regard to blood pressure increased or fatigue. The reporter commented: consumer wants to have the devices removed as soon as possible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5073784) on 22-dec-2017. The most recent information was received on 29-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), cholecystectomy ("gallbladder taken out") and thyroidectomy ("thyroid taken out") in an adult female patient who had essure inserted (lot no. A02557) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hypothyroidism in 2017, cholecystectomy in 2015 and alcohol use, umbilical hernia repair, d & c, recurrent abortion (2005 & 2006) and parity. The patient had a family history of breast cancer, type ii diabetes mellitus, hypertension, lymphoma, stroke and thyroid disorder. Concurrent conditions were listed as thyroidectomy since (B)(6) 2017 and anemia. On (B)(6) 2013, the patient had essure inserted. In 2015 she underwent cholecystectomy (seriousness criterion hospitalisation). In 2017 she underwent thyroidectomy (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("periods became very heavy"), dysmenorrhoea ("periods became very painful"), abdominal pain ("horrible cramps"), headache ("headache about 4 times a month"), vitamin d deficiency ("vitamin d deficient"), migraine ("migraine about 4 times a month") and fatigue ("fatigued all time") and was found to have blood pressure increased ("blood pressure has increased"). The patient was treated with vitamin d [vitamin d nos] and thyroid preparations as well as surgery (essure removal via partial hysterectomy on (B)(6) 2022 and). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, cholecystectomy, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, thyroidectomy and vitamin d deficiency to be related to essure administration. No causality assessment was received for essure with regard to blood pressure increased or fatigue. The reporter commented: consumer wants to have the devices removed as soon as possible. Essure start date discrepancy (B)(6) 2013. Lot number: a02557, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5073784) on 22-dec-2017. The most recent information was received on 13-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), cholecystectomy ("gallbladder taken out") and thyroidectomy ("thyroid taken out") in an adult female patient who had essure inserted (lot no. A02557) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hypothyroidism in 2017, cholecystectomy in 2015 and alcohol use, umbilical hernia repair, d & c, recurrent abortion (2005 & 2006) and parity. The patient had a family history of breast cancer, type ii diabetes mellitus, hypertension, lymphoma, stroke and thyroid disorder. Concurrent conditions were listed as thyroidectomy since (B)(6) 2017 and anemia. On (B)(6) 2013, the patient had essure inserted. In 2015 she underwent cholecystectomy (seriousness criterion hospitalisation). In 2017 she underwent thyroidectomy (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("periods became very heavy"), dysmenorrhoea ("periods became very painful"), abdominal pain ("horrible cramps"), headache ("headache about 4 times a month"), vitamin d deficiency ("vitamin d deficient"), migraine ("migraine about 4 times a month") and fatigue ("fatigued all time") and was found to have blood pressure increased ("blood pressure has increased"). The patient was treated with vitamin d [vitamin d nos] and thyroid preparations as well as surgery (essure removal via partial hysterectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, cholecystectomy, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, thyroidectomy and vitamin d deficiency to be related to essure administration. No causality assessment was received for essure with regard to blood pressure increased or fatigue. The reporter commented: consumer wants to have the devices removed as soon as possible. Essure start date discrepancy (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical record received. Lot number & expiration date added. Medical history , concomitant conditions added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.